Event description:
On 8 june 1999, a pt was skin-tested in the forearm. On 8 july 1999, the pt received a second test, also in the forearm. The results of both tests were considered negative. In 1999, the pt was treated with with 1.6ml of collagen in the nasolabial folds and the upper and lower vermilions. Immediately afterward the treatment sites were very tender and red. The pt self-medicated with topical corticosteroids. On 21 september 1999 the physician described inflammation at the nasolabial folds only. There was no edema, fluctuance or warmth present. The vermilion sites were asymptomatic. On 5 october 1999, the pt returned with deep redness at the nasolabial folds and at both test sites. The physician diagnosed hypersensitivity. No medical intervention was prescribed or planned. In a follow up received at mcghan medical on 18 april 2000, the treating physician reported that a consulting dermatologist (not identified) administered intralesional steroids to the pt.